Event description:
Tech alleged that the brakes were not holding. No injury reported.

Manufacturer narrative:
Tech found that the brake casters would lock but would swivel from side to side. The tech replaced the brake casters and the main bearing to resolve the issue.